Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter had a "display issue." The complaint was classified based on the customer care advocate's (cca) documentation. The pt tests his blood glucose 2 times a day. He manages his diabetes via pills, diet and exercise. The pt stated that the reported "cracked display issue" with the subject meter began one week prior to contacting the lfs. It is not known how the pt managed his diabetes following the reported issue. The pt reportedly took no diabetes treatment actions following the issue. At an unspecified time, after the reported issue began, the pt reportedly "just was not feeling well and he could not breathe very good." At an unk time, after the reported issue, the pt reportedly obtained a reading of "348 mg/dl" on an unk device. It is not known whether the pt experienced any symptoms while he reportedly obtained a reading of "348mg/dl" on an unk device. A day prior to a call to lifescan, at 10pm (after the reported issue), the pt reportedly received assistance from the ER and was reportedly treated with IV fluids. During the troubleshooting, it was found out that this was a new product (out of box), and there was no meter trauma. Replacement products were sent to the pt. This complaint is being reported because after the reported issue, the pt reportedly obtained a high reading on an unk meter and allegedly had to receive treatment from the ER. In addition, the display issue is classified as a malfunction.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.